Event description:
The following was reported a bipolar resectoscope procedure that resulted in a part of the loop break off inside the patient's uterus. It had a negative impact on the patient and the surgeon had to cancel following case as a result. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).